Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the proximal left anterior descending artery with moderate tortuosity. Pre-dilatation was performed and the 4.0 x 33 mm xience prime stent delivery system (sds) was advanced. Some resistance was noted with the anatomy during advancement. The stent was deployed at 16 atmospheres; however, a distal edge dissection was observed. The dissection was treated with an additional xience prime stent. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.